Event description:
It was reported that the patient underwent a spinal surgical procedure at t5-t10 to treat "centrum knub with semisideratio." It was reported that one of the set screws "slid" during insertion. The set screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.